Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements out of range. Technical services (ts) was consulted and provided assistance. It was planned to continue monitoring this patient. This rv lead remains in service. No adverse patient effects were reported.